Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of multiple enlite sensors showed that they functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, found all sensors cannula's were received bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer complained about sensors not functioning properly. Customer stated that the night before, she had a sensor glucose reading of 43 mg/dl but her blood glucose level was 240 mg/fl. She stated she received a sensor error and when she removed it; the sensor was bent. She then tried inserting three different sensor and had difficulties with the serter. Customer stated she was able to insert the third one but also received a sensor error alert. Customer stated the sensor appears to be inserted in the abdomen. Alert occurred after initialization and the customer reported there is no damage on the connection bridge or pins. The transmitter passed the test plug procedure. Customer stated she is pregnant and has had multiple bent sensor cannulas and has experienced pain at insertion site. Current blood glucose is 54 mg/dl. Nothing further reported.